Event description:
As reported by the user facility: when they were inside the pt, during inflation when using an inflater, the tip of the balloon broke off of the shaft. Unable to retrieve piece of balloon from pt. The pt is ok. Add'l info provided by sales rep indicated the balloon fragment remains in the pt and the pt suffered no adverse sequela associated with this incident. The sample has been sent for evaluation.

Manufacturer narrative:
The actual device involved in the incident has not yet been made available for the MFR to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. These balloon catheters are manufactured and purchased from numed, inc. All available info has been forwarded to numed for evaluation. If the device is received, a follow-up report will be filed. At this time, no specific conclusions can be drawn.